Event description:
It was reported to philips that frontal fluoroscopy was unavailable, causing imaging failure on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a reboot/restart, unclear if permanent fix. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)